Event description:
A malfunction on the pump was reported, and the caller was unsure if any notable events occurred before the malfunction. The issue did not cause the customer¿s blood glucose level to exceed 500 mg/dl, indicating there was no adverse impact. The customer was provided with pump reset information and received assistance from technical support to reset the pump.